Event description:
As reported, after opening the packaging for a 6mmx 12mm palmaz blue on aviator plus stent delivery system (sds), the customer realized that the base of the catheter was split in two. The issue was observed when connecting to an unknown device. The device was not inserted into the patient and an unknown stent was used as a replacement. There were no reported injuries to the patient. Additional details were requested but were not provided. The device will be returned for evaluation. Addendum: product evaluation revealed that the luer hub of the aviator plus sds is not separated; however, the luer hub is cracked.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after opening the packaging for a 6mmx 12mm palmaz blue on aviator plus stent delivery system (sds), the customer realized that the base of the catheter was split in two. The issue was observed when connecting to an unknown device. The device was not inserted into the patient and an unknown stent was used as a replacement. There were no reported injuries to the patient. Additional details were requested but were not provided. The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 6x12/142p pkg¿ unit was received in a clear plastic bag. The device was unpacked and visually inspected, with specific attention given to the luer hub. No visible damage was observed. The balloon was not inflated, and the stent was properly mounted on the device with no signs of damage. No other notable abnormalities were identified. Further inspection of the luer hub using a vision system revealed a crack that was not visible without magnification. The cracked area exhibited fatigue striations¿patterns commonly associated with damage from tensile overload. These findings suggest that the hub material was subjected to a tensile force exceeding its yield strength, resulting in the observed crack. The reported ¿luer hub cracked¿ condition was observed during analysis. Detailed examination of the luer hub using a vision system revealed a crack that was not visible without magnification. The cracked area displayed fatigue striations, which are indicative of damage caused by repeated or sustained tensile stress exceeding the material's yield strength. This type of damage is commonly associated with mechanical overload conditions such as excessive torque or axial force. A potential contributing factor is overtightening of the luer connection during device setup or use. Applying excessive torque while securing the hub to a mating component¿such as a syringe, manifold, or inflation device¿can induce localized stress concentrations. Repeated or forceful tightening may lead to microfractures that propagate over time, resulting in the observed cracking. This mechanism is consistent with the fatigue striations and crack morphology found on the hub. However, the exact cause of the reported event cannot be conclusively determined. Procedural factors and handling of the device during preparation likely resulted in the observed damages as evidenced by product evaluation. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ based on the available information and product evaluation, there is no evidence to suggest that the reported event was related to a design or manufacturing deficiency. As such, no corrective or preventive action is warranted at this time.

Manufacturer narrative:
The date of the procedure is unknown this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after opening the packaging for a 6mmx 12mm palmaz blue on aviator plus stent delivery system (sds), the customer realized that the base of the catheter was split in two. The issue was observed when connecting to an unknown device. The device was not inserted into the patient and an unknown stent was used as a replacement. There were no reported injuries to the patient. Additional details were requested but were not provided. The device will be returned for evaluation.